Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip instrument was analyzed and reported failure was confirmed. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. Functional clip test was not performed due to the clip grip damage. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the large hem-o-lok clip applier where the clips attach was bent. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier was working normally at start of procedure. Then, the site had difficulty detaching the clip from the clip applier during a clip application. Upon inspection, the tip was found to be bent. The procedure continued as planned with a backup clip applier. No report of fragments fell into patient.